Event description:
It was reported that the patient presented for an explant procedure. Prior to the procedure, it was noted that the right ventricular (rv) lead had dislodged and exhibited failure to capture. The rv lead was explanted and replaced. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
The reported events were lead dislodgement, failure to capture, and elevated threshold. As received, a complete lead was returned in one piece with a stylet inserted. The measured full helix extension length was within product specification. The reported events failure to capture and elevated threshold were not confirmed. Visual inspection and x-ray examination of the lead found no anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts.